Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to a fracture. There were no adverse patient effects reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to a fracture. There were no adverse patient effects reported. Additional information was received that confirmed the fracture was found during lead testing due to high, out of range impedance and confirmed with an x-ray. It appeared to be a subclavian crush.

Manufacturer narrative:
This report contains updates from additional information received. B5: describe event or problem, d9: returned to manufacturer date, along with any other relevant fields have been updated. Should additional information become available, this report will be updated.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region. This report contains updates from additional information received. B5: describe event or problem, d9: returned to manufacturer date, along with any other relevant fields have been updated. Should additional information become available, this report will be updated.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to a fracture. There were no adverse patient effects reported. Additional information was received that confirmed the fracture was found during lead testing due to high, out of range impedance and confirmed with an x-ray. It appeared to be a subclavian crush.